Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number 2019-63341.

Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As stated by the customer the light head of the device was not properly fixed on its fork and there was a possibility of falling down of the light head. There was no injury reported however we decided to report the issue in abundance of caution as any paint particle falling into the sterile field might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification due to not proper connection between fork and light head and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Complaint issue is indicated by our product experts to be a combination of manufacturing error and user error (lack of proper preventive maintenance). The product powerled user manual 01581 includes an information to daily check the device before use. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Issue is still being investigated by the manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. The purpose of this submission is solely to provide a correction of name and address section. This is based on the result of an internal review noting the report was incorrectly submitted stating another name and address. #e1: previous name and address: event site name: (B)(6). Event site city: (B)(6). Event site postal code: (B)(6). Corrected name and address: event site name: (B)(6). Event site address: (B)(6). Event site city: (B)(6). Event site postal code: (B)(6).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2019 maquet (B)(4) became aware of an issue with powerled surgical light. As it was stated, three screws were found broken inside of the fork. There was no injury reported however we decided to report the issue based on the potential as broken screws may lead to the detachment of the cupola and it may lead to the serious injury or worse. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).